Event description:
It was reported that revision surgery was performed. The reason for the revision is unk.

Manufacturer narrative:
Add'l info was requested on the following dates: 1/6/2010. 1/7/2010. 2/1/2010.